Event description:
The customer began using a new lot of vancomycin reagent lot 71368fd01. Prior to accepting the use of the new reagent lot, the customer calibrated and ran qc along with some archived patent samples to check the performance. Qc results were all in range with both lots. The customer had a couple of leftover patient samples with original values (on previous reagent lot 71346fd01) that were in the 31-34 ug/ml range. The customer decided to rerun leftover customer samples in parallel on the new and the old reagent lots. Customer observed low result of <1.1ug/ml only on the new reagent lot. Customer diluted the sample and tested it again on the new reagent lot and obtained a result of 29 ug/ml customer concluded that the discrepancy is within the patient sample.